Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, oversensing resulting in inappropriate mode switching was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.